Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 31, 2026, senseonics was made aware of an incident where the patient complained of a hypoglycemia event where the eversense e3 cgm system did not provide low glucose alert due to possible sensor inaccuracies. The event happened on 31-mar-2026 at around 1:05 am. The sensor glucose (sg) value was 98 mg/dl, whereas the blood glucose (bg) value was 48 mg/dl. The patient self-resolved the event by consuming sugar.